Event description:
It was reported that during a robotic lung biopsy procedure the first two firings with green reloads the device produced good cut line's and completely formed staple lines. The surgeon did state that the firings felt strange but the device worked fine. On the third firing with a green reload the device started firing and then the device shattered and pieces fell into the patient's chest. The physician assistant was firing the device. All the pieces of the reload were retrieved without altering the procedure. The device was difficult to open, but was able to open the device with the reverse button. The device was removed from tissue with no tissue damage. A second device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis and the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: on what tissue type was the device used? Lung tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes, but used the reverse to open the device. Is there any other additional information you would like to share about this device or procedure? The first two firings felt strange.